Manufacturer narrative:
(B)(4) g2: foreign: australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver snapped when removing the proximal trial. Unable to separate from the definitive distal implant causing a minor delay of procedure. No known consequence or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the tip of the driver has fractured. The device is covered in bio-debris, no other signs of damage can be seen. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.